Event description:
It was reported the pt observed the ipg battery low warning. After replacing the batteries in his programmer and several attempts to communicate, the warning went away. Follow up info identified the ipg battery low warning returned. An sjm rep met with the pt and cleared the flag. Calculation were done and determined the warning was caused by passivation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.